Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was damaged. The following information was received by the initial reporter with the verbatim: ¿as I was taking off trifuse from uvc to draw labs, the hub of the trifuse cracked. ¿ 10/25/2023.